Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2021 to resolve the noise issue. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise reversions due to noise on the right ventricular lead. No intervention was performed. The patient condition was stable.